Event description:
It was reported that a large volume infusor leaked from the connection of the tubing and the glass capillary flow restrictor. The reporter stated that there was ¿no knock or excessive twist¿. There was no patient involvement as this was found before use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured december 12, 2014 ¿ december 13, 2014. The device was received for evaluation. Visual inspection was performed with no abnormalities noted. Functional leak testing was performed and found that it was leaking from the top of the device. The reported condition was verified, but the cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.